Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to report that the patient's "heart rate went down into the low 50 somethings", that the patient's heart kept "jumping", and that the patient had breathing difficulty. The physician indicated that both the right ventricular (rv) lead and right atrial (ra) lead had dislodged about two weeks after implant. The ra lead also exhibited high thresholds. The ra and rv leads were revised and remain in use. No further patient complications have been reported as a result of this event.